Event description:
It was reported that the patient presented in clinic for a general device check, and non-sustained rv oversensing (nsrvo) episodes were observed. The device was post-paced t-wave oversensing. Programming changes were recommended and made. The patient was stable.